Event description:
It was found that the patient passed away per the obituary search. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep. Additional relevant information has not been received to date.